Event description:
Pump malfunction, sn (B)(4) and maintenance 10/20/2018. Pt dropped the pump and started showing battery depleted. No further information known. "Did the reported product fault occur while in use with a pt: yes; did the product issue cause or contribute to pt or clinical injury: no; did we replace device: yes". Dose or amount: 38 ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.